Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device did not reproduced system error 345. The event history log review was completed and the customer reported problem could not be confirmed through the event history log. There are zero events of system error 345. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a failing upstream thermistor. The upstream thermistor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.